Event description:
It has been reported to philips that the system will not save images and giving an error of no free space. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions and event log review showed a problem with the image storage database. The fse recreated the database and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and confirmed that the system not save any images/getting error. After reviewed the log file and did some functional test it confirmed that they were not able to save images and giving an error message of no free space. The philips engineer recreation of image storage was done and checked database consistently, the system was returned to use in good working order. Occurrence - but later on, (B)(6) 2023, the reported issue reoccurred, and ippc was found faulty. The fse replaced ippc and the reported issue was resolved. The codes were updated based on the investigation outcome.